Event description:
Aquamantys was put on field it was primed, it had not even been used yet and the cautery function would not work. It started for 1 second and then would not work when button was pushed.